Manufacturer narrative:
No sample or photo was provided was received by our quality team for evaluation, therefore; the customer's complaint of a damaged product/ inability to infuse could not be verified. A device history record review could not be performed on model mz9327 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ext set tri-fuse 7 w slide clamp tubing would not flush. This occurred don 2 occasions. The following information was provided by the initial reporter: material #: mz9327 batch #: unknown. It was reported on the same day, two incidents product found to not flush. Two incidents of product mz9327 found to not flush. These were brand new from the package and one of the legs of the tri-fuse seemed fused internally and would not even prime with saline.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext set tri-fuse 7 w slide clamp tubing would not flush. This occurred don 2 occasions. The following information was provided by the initial reporter: material #: mz9327, batch #: unknown. It was reported on the same day, two incidents product found to not flush. Two incidents of product mz9327 found to not flush. These were brand new from the package and one of the legs of the tri-fuse seemed fused internally and would not even prime with saline.